Manufacturer narrative:
(B)(4). Batch # n55d34. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The analysis found that one plee60a device was returned in good visual conditions and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence, however the knife does not return to home position after the firing cycle is completed. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and the spring firing trigger was noted to be out of position causing the knife not to returned to it home position. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the device fired fine the first 3 firings. On the 4th firing the blade did not fully retract, but upon using the reverse button it was successfully retracted and opened. On the 5th firing it again not fully retract (it was unknown how far back it came) and after the surgeon wiggled and shimmied the device for a bit it fully retracted again. The staple lines were good and the cut was good for each firing. There was no buttressing used. Blue and white cartridges were used and disposed of. The procedure was completed using a like device. There was no patient consequence.